Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 2 was failed to open. A field service engineer pulled the drawer and noticed the magnet was missing from the inseparable, replaced the inseparable latch and tested the drawer using test software. Had customer recover and perform inventory. All checks passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height drawer 2 would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.